Manufacturer narrative:
Investigation summary: programming a volume of, for example, 30 min, but only 1/4 of the bag is used. The complaint cannot be upheld. The error could not be duplicated. Error n190 was detected in the library. In addition, a defective battery was detected. This was replaced. The pump passed all subsequent tests without error. The delivery accuracy test was performed twice and yielded the same result each time. The probable error displayed is due to a defective battery.

Event description:
Event occurred regarding a plum 360 pump where it was stated a volume was programmed to run over 30 minutes, for example, but only a quarter of the bag was delivered. There is no patient involvement.